Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered inappropriate anti-tachycardia pacing and shocks for rapidly conducted atrial fibrillation. The inappropriate therapy the patient received led to therapy exhaustion. The patient was brought to the hospital but no programming changes were made. The device continues to remain implanted and in service. No adverse patient effects were reported.